Manufacturer narrative:
Trackwise ID (B)(4). The lot # 3000307742 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 was not working as intended. It was not disengaging, had to manually push forward to turn off cautery. The same device was used to complete the procedure. Minimal delay was experienced. No patient effects.